Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The noise could not be reproduced with pocket manipulation. Remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.